Event description:
The account is unable to obtain patient results of hepatitis b surface antigen (hbsag) due to an error code of 1007 (unable to process test, activated read failure) that was generated on the architect i2000 analyzer. Trouble shooting did not find any defect with the analyzer, however the issue resolved by replacing the reaction vessel cells. No impact to patient management was reported by the customer.

Manufacturer narrative:
Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In 2009 - top right side lip & right leg numb for less than 1 min. The next day - bottom right side lip and right arm numb for less than 1 min. Upper and lower right lip and right leg and right arm numb for less than 1 mn. The following day, same as above. One day later, upper and lower right lip numb for less than 1 min. The next day, no problem. One day later, upper right lip and right leg numb less than 1 min. Upper right lip numb less than 1 min. The next day. Upper right lip numb for less than 1 min. Used fixodent as shown on tube diagram (dot in ctr + gum line). Stopped using fixodent on ctr of top denture there after no recurrences. Dose: regular as directed. Frequency: 1 x daily. Dates of use: 2009, diagnosis or reason for use: to secure upper denture. I have used this product for several yrs, but only in the gum line. Diagnosis: event abated after use stopped: yes.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.